Event description:
Non- integration. Implant was placed with 38 ncm primary stability; after 3 weeks and 2 sessions with no infections signs; patient came with implant fell out.

Event description:
Non-integration. Implant was placed with 38 ncm primary stability; after 3 weeks and 2 sessions with no infections signs; patient came with implant fell out.